Event description:
Information was received from a patient. It was reported that they were experiencing a loss of stimulation. The patient stated that their implantable neurostimulator (ins) hadn¿t worked for a long time, about 5-6 years. It was noted that the ins worked great post implant. The patient was redirected to their healthcare provider (hcp) to have their device battery checked. An appointment was scheduled for (B)(6) 2017. No further complications were reported or anticipated. Indication for use is complex regional pain syndrome type ii.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer it was reported that the patient went to the appointment and did not bring their equipment to have their device jump started. The patient said they were told they might need to try 10 times to get the device working and if not they may need to get the ins replaced. The patient could not remember the manufacturing representatives (rep) name they were working with and said they would make arrangements for another day if needed. Product service specialist told them they would reach out to reps in the area. No patient symptoms or complications were reported from this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the reason that the patient got the device was for a neck injury, and when the device worked, it worked well. The patient stated that he had always done what he was supposed to do, but one day, the stimulator just quit working. He couldn¿t charge it anymore and now itwas dead. The patient¿s implant hasn¿t run in about 5 years. The patient was meeting with a manufacturer representative on (B)(6)2017 to have his device kick started. There were no further complications reported or anticipated. Additional information was received via a manufacturer representative from a consumer regarding the patient on (B)(6)2017. The rep reported that the patient stated thebattery had been dead for 5 years. The rep reported that the patient complained of surges but the battery had been dead. The rep reported that patient compliance led to the reported issues. The rep reported that antenna locate for jump start was unsuccessful and the patient didn¿t want to take the time to trickle charge at the office. The rep reported that the patient would contact them when it was convenient for his schedule. No further complications were reported.